Manufacturer narrative:
(B)(4).

Event description:
Covidien received information that, during patient use, an 840 ventilator&#39;s display went blank. The display than came back. The patient was removed from the device and placed on anoter ventilator. There was no patient harm reported.